Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, high resistance was measured at pins 1-2 of the j1000 jumper. The cause of the inability to successfully complete functional testing was the defective connection. The root cause of the defective jumper cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a monitor was unable to complete functionality testing.